Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train and wearing on the shaft of gear or the rotor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 0 .062mg/day (min rate), clonidine 100mcg/ml at 0.62mcg/day and droperidol 100mcg/ml at 0.62mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that a pump motor stall occurred approximately (B)(6) 2018 based on calculation of number of hours pump stopped. Per the logs the pump stopped for 497 hours and 41 minutes. The patient did not experience typical withdrawal symptoms, chronic pain began to return and the patient took ultram, which helped. Per the reporter replacement for eos (end of service) was in the process by the physician. The pump was replaced on (B)(6) 2018. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.